Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type microbore catheter extension set leaked. The customer stated that 50 cc of blood leaked when the extension set broke off and disconnected from the catheter. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was an adult. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.